Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported being hospitalized due to infections, which were not related to dexcom. While at the hospital, she was also diagnosed with starvation diabetic ketoacidosis (dka) because she was not eating enough. The patient was unable to provide details about the incident since it occurred in august and she has forgotten the specifics. There could not be determined which dexcom malfunction caused or contributed to the event and how. Although it was reported that the patient experienced dka because he was not ¿eating enough¿ an contribution to the event by any malfunction could not be excluded. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.